Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be coming off. Functional testing was unable to be duplicated. The main board and dso seal were replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the funding rate test did not pass. There was no patient involvement, the event occurred during testing.